Event description:
It was reported that the pump alarmed upstream occlusion. Medication being infused was 0.2% ropivacaine. 7ml every 3 hours with 30 minute lockout. 350 ml of medication was left in the bag when the event occurred. Infusion completed with a replacement device. There was no patient impact.

Manufacturer narrative:
Device has been received. A follow up will be submitted when the analysis is completed.

Event description:
A distributor of infutronix received a complaint from a pharmacy, they reported "pump did not have an error message but the medication was not delivered". Device operator was a patient. Medication being infused was unknown. No patient injury reported. The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.

Manufacturer narrative:
A review of the device history record has been completed. Results: DHR was reviewed and this pump passed all previous tests. Complaint history review performed: no previous complaints on this device. A performance test was then done on the nimbus ii painpro, serial number 432310. The line was clamped, and the pump displayed the upstream occlusion error message. The line was then unclamped, and the pump ran until infusion complete without another upstream occlusion alert taking place. The reported complaint of an upstream occlusion issue was confirmed in the event log, but the performance test did not repeat the reported complaint. Possible root cause cannot be determined, as only the pump was returned and not the full user setup.